Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device had a broken needle lodged in the jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nissen procedure, the needle did not seat and would not deploy. No component disengaged during the surgery. There was no patient harm.